Event description:
It was reported that during the implant procedure, there was placement difficulty with the right ventricular (rv) lead. The lead had high thresholds and impedance. The patient became asystolic and was paced using a different lead in an alternative anatomical position through the analyzer. The rv lead was not implanted and a different lead was use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).